Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she was not sure if the sensor was left under the skin or there was no sensor at all. She was advised to monitor the insulin pump. The sensor will not be returned for analysis.